Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the set of hoses had to be changed several times due to faults. It's unknown whether there's patient involvement, gfe request for such info was sent out waiting for feedback. There was no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Customer resolution and conclusion multiple attempts were made to obtain the device evaluation, repair, and operational status with no response from the customer. No further information was provided. A supplemental report will be submitted if new information is obtained. H3 other text : multiple attempts were made to obtain the device evaluation, repair, and operational status with no response from the customer. No further information was provided.

Event description:
It was reported to philips that the set of hoses had to be changed several times due to faults. Device was in clinical use but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.